Manufacturer narrative:
Additional information (09-may-2019). Additional information received by the complainant indicated that the case was completed by replacing the fiber with a new fiber with no need to switch to a different laser. There was no indication that the laser had malfunctioned during the procedure. A review of subject device risk files revealed the following risks of 'fiber breaking' and 'disconnection of fiber from laser': risk #1 (1003791_g - risk # 2.6.1 - fiber breaking) triggered by "fiber standard usage causes fiber accelerated degradation" has the potential to lead to ineffective treatment and/or prolonged procedure risk #2 (1003791_g - risk # 2.7.1 - disruption of energy delivery to target organ) triggered by "disconnection of fiber from lasert" has the potential to lead to ineffective treatment and/or prolonged procedure in each of the above; the risks have been quantified and found to be negligibly small, and the risks have been characterized and documented as acceptable within full risk assessment. Furthermore, the risks both carry a minor potential 'hazard severity'. A review of subject device lumenis p120 (moses laser) labeling (um_10012510_e) revealed user instructions which alert the user that when there is 'no laser emission' or 'inadequate or no aiming beam' the user is instructed to replace the delivery system, and inspect & replace the debris shield if necessary. A clinical evaluation of similar fiber malfunctions had concluded that "fiber malfunction in the proximal end or connector will require replacing the fiber. Since it is a consumable product, it is the common practice that hospitals will maintain more than one fiber. Using a number of fibers in the same case is not an unusual scenario but rather part of the routine care where patient anatomy and treatment targets may change throughout the procedure and will require different fibers and approaches. Therefore, change of fiber, that did not cause serious injury such as delayed procedure/canceled procedure/use of alternative device etc, is not a reportable event in vast majority of the cases." In the reported case the complainant indicated that the case was completed by replacing the fiber with a new fiber with no need to switch to a different laser. There was no indication that the laser had malfunctioned during the procedure. Based on the above information, the same malfunction of intraoperative fiber malfunction would not likely lead to serious injury, thus the malfunction is not reportable per medwatch decision tree. Lumenis is filing this report in response to the user facility's medwatch report (B)(4). The failed fiber is expected to be returned to lumenis for analysis. Upon receipt and completion of the failure analysis of the device, if there is any further relevant information from that review, a supplemental MDR will be filed. Corrected data. At the time of the initial report of this MDR, it was alleged that the malfunction may have been the result of a laser-fiber 'communication problem identified'. Upon further review there is no suspicion that the laser had malfunctioned. Lumenis is correcting the device and results codes to reflect the aforementioned new information.

Manufacturer narrative:
Lumenis investigated the reported event by contacting the reporter to request additional information about the reported event; despite reasonable attempts (4), no other information was received other than the medwatch report. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 14-dec-2017 and installed at the customers site on 16-jan-2018. A review of subject device risk files (B)(4) revealed the following risk - risk # 2.5.1 - 'impossible to operate' triggered by "sis doesn't recognize the fiber" has the potential to lead to a cancelled procedure (impossible to operate); the risk has been quantified and found to be negligibly small, and the risk has been characterized and documented as acceptable within full risk assessment. A search of the complaint database revealed that no similar fiber complaints exist for the specified lot. While the information received to date does not confirm that a serious injury occurred nor if the same malfunction would likely lead to serious injury should it recur; because of the lack of information the company is filing this report in an abundance of caution. Lumenis has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional information become available, the complaint record and medwatch report will be updated accordingly. Lumenis is filing this report in response to the user facility's medwatch report (B)(4).

Event description:
Lumenis received a medwatch report (B)(4) on 12-apr-2019 in which the description reads "lumenis moses 550 fiber malfunction, will not register into machine (pulse 120 moses) as plugged in despite being connected correctly." No report of patient injury was received nor a report that the malfunction caused or contributed to any change in the patient's status.